Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified no damaged to the handshake connection of the catheter. The coil was observed to be kinked distal to the handshake connection of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The target lesion was located in an unspecified vessel. During preparation for the procedure testing was performed on the rotawire and 1.5mm rotablator burr plus outside the patient when the rotawire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR# 2134265-2014-03791. It was reported that during a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The target lesion was located in an unspecified vessel. During preparation for the procedure testing was performed on the rotawire and 1.5mm rotablator burr plus outside the patient when the rotawire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.